Manufacturer narrative:
The customer found that the tubing at valve cvl 85/126 was disconnected. The customer reattached the tubing, which repaired the leak. (B)(4).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer. The volume of the leak was about 3 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face shield and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.